Event description:
It was reported that the device displayed a device failure message. Flow was heard from the safety valve when o2 was connected. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed a device failure message. Flow was heard from the safety valve when o2 was connected. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. Examination of the device could confirm the reported event. A leaking o2 proportional valve was identified as root cause. The faulty part was replaced. The device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops, and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The device reacted like specified and posted an accompanying alarm message to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.